Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during embolization of an anterior cerebral artery aneurysm, inflation of a balloon occlusion catheter inside the patient resulted in balloon rupture. The procedure was completed without clinical consequences to the patient.

Manufacturer narrative:
Executive summary: correction.

Event description:
It was reported that during embolization of an anterior cerebral artery aneurysm, inflation of a balloon occlusion catheter inside the patient resulted the two first times in balloon leakage of contrast agent and the third time in balloon rupture. The procedure was completed without clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device did not reveal any anomalies noted to the balloon catheter shaft or the hub of the device. During functional testing, the balloon catheter was flushed and blood exited. A 0.0166¿ patency mandrel was advanced into the balloon catheter and it was advanced to the distal end of the balloon catheter without difficulty. A 0.014¿ guide wire was advanced to the distal tip of the balloon catheter without difficulty and the balloon was inflated, the balloon was noted to be leaking. Information available indicated that there were no anomalies noted to the occlusion balloon catheter prior to use and it was prepared as per the dfu. Also, the device had been successfully user prior to the reported issue. It is probable that the device was damaged during the clinical procedure causing the as reported event. Therefore, an assignable cause of operational context has been assigned to this event.

Event description:
It was reported that during embolization of an anterior cerebral artery aneurysm, inflation of a balloon occlusion catheter inside the patient resulted the two first times in balloon leakage of contrast agent and the third time in balloon rupture. The procedure was completed without clinical consequences to the patient.